Event description:
It was reported that the patient underwent a full system explant procedure due to infection. No further information has been obtained despite good faith efforts. Additional information was received that the explanted ipg and lead will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), and batch: (B)(6).

Event description:
It was reported that the patient underwent a full system explant procedure due to infection. No further information has been obtained despite good faith efforts.